Event description:
It was reported that during a post mastectomy procedure check of the patients device, the device exhibited noise and oversensing during the procedure. There was an attempt to use a magnet by the health care professionals during the mastectomy procedure to temporarily disable therapy delivery while the procedure took place. In addition, as a result, one isolated episode of inappropriate anti-tachycardia pacing (atp) was delivered. Technical services was consulted. Technical services stated there was possible loss of pacing support from extended electromagnetic interference (emi) and due to the noise deflections, unable to ascertain if the patient has intrinsic ventricular rhythm. The device remains in service. No adverse patient effects were reported.